Event description:
It was reported that an ilet system temporarily disconnected from the mobile app and then reconnected, after which the user experienced hyperglycemia with a blood glucose of 347 mg/dl that progressed to a ¿high¿ reading while resuming pump use following a recent hospital stay for non-diabetes reasons; a recent cartridge/infusion set change had been performed and the user was advised to hydrate and monitor. Customer care provided support that included customer coaching and troubleshooting by phone. Investigation of this case revealed no confirmed device malfunction, and the glucose trend remained under observation. No clinical symptoms associated with elevated blood glucose. Outcomes included the need for continued monitoring and follow-up with customer support. It was concluded that the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.